Event description:
Pt had a port-a-cath inserted in 1998 to be utilized for chemo. Noted upon 5/16/99 chemo administration to be malfunctional, x-ray done 5/18/99. Extravastion of contrast through the catheter was into the soft tissue adjacent to the junction of the left clavicle and the first rib.